Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 9/10/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on and found the lens had a scratch on the surface. No further issues were identified. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The cosmetic issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced blurry vision at distance and during reading after the implantation of a toric intraocular lens (iol). The lens was explanted and replaced with a different model of toric lens in a secondary procedure. There was no need for incision enlargement, sutures, or vitrectomy. The manufacturer's instructions for use were followed, and no additional medical attention or medication outside of standard care was required. The patient did not experience any debilitating condition. Preoperative best-corrected visual acuity (bscva) was 20/40, and postoperative bscva improved to 20/15. Additional information indicated that there were no injuries, and no medical or surgical intervention was necessary beyond the planned exchange. According to the doctor, the issue was due to a mechanical defect of the lens, with no calculation error involved. After the replacement, the patient's visual outcome was 20/20. No further information is available.

Manufacturer narrative:
Section a3b: unknown/not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2137- blurred vision - used to indicate blurry vision and poor near vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.